Manufacturer narrative:
Hospital admission: (B)(6) 2015. Discharge dates: (B)(6) 2015. Surgery date: (B)(6) 2015. Primary indication for surgery (onset year): degenerative scoliosis; multilevel severe stenosis, including lumbar stenosis with canal and extensive foraminal stenosis (unknown). Primary indication category: degenerative. Duration of surgery (start/end time): 8:35/17:50. Procedures performed: discectomy, spinal fusion (primary). Spinal levels involved with procedure: thoracic: t11-t12, lumbar: l1-l5, sacral: s1. Surgical approach: posterior. Implants used during procedure: instrumentation, bone morphogenetic proteins (bmp). Dural opening details: incidental/intentional: incidental, sutured/no sutured: no, length of dural incision: unknown. Shunts/drains placed: 2x hemovac. Primary dural closure procedure. Material type: duragen collagen duraplasty (3x3 matrix). Sealing procedure: duraseal exact, application time: unknown, applicator used: unknown, volume used: 10 ml.

Event description:
This is the second of two reports. This report is in regards to duragen. Cov-drss-0002 duraseal exact spine sealant post-approval study (subject number: (B)(6), site number: (B)(6), study arm: duraseal). Subject (B)(6) is a (B)(6) white male with an extensive medical history and an extensive past surgical history. The subject has diabetes mellitus, a known risk factor for experiencing a cerebrospinal fluid (csf) leak. Baseline neurological examination was abnormal for motor exam, sensory exam, deep tendon reflexes and gait. Mental status and coordination were normal. On (B)(6) 2015, the subject had a surgery for degenerative scoliosis and multilevel severe stenosis, including lumbar stenosis with canal and extensive foraminal stenosis. Procedures included discectomy and spinal fusion. During the procedure, an incidental dural tear occurred. Primary closure included duragen collagen duraplasty. Baseline leak assessment after primary closure was not conducted. After primary closure, one treatment of duraseal exact was used. The main wound was closed using sutures and staples. At subject's staple removal on (B)(6) 2015, the subject was noted to have a brownish thin fluid drainage from his wound. Subject was sent to the emergency room and was admitted with MRI imaging showing csf collection. After MRI, wound re-exploration with placement of lumbar drain and patching of csf leak was recommended. This surgical intervention occurred on (B)(6) 2015. Duragen and duraseal exact were used. This serious adverse event was reported by the principal investigator to have a severity rating of "severe" and a possible relationship to the device. The event was indicated as resolved. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 15apr2016. One (1) package of duragen plus dural regeneration matrix 3x3, catalog dp1033 corresponding to fg lot 1142881 was reported as the complaint unit. The unit was not returned for evaluation since the unit was implanted in the patient. Five (5) retain samples of fg lot 1142881 were visually evaluated for product and packaging appearance to confirm no deterioration. No signs of deterioration were found during the retain sample visual evaluation. According to the DHR review conducted, there is no indication that the production process of this lot contributed to the complaint event. No anomalies were reported during the manufacturing and packaging processes of this lot that could be related to the reported condition. No similar complaints related to ¿csf leak¿ have been reported for this fg lot 1142881. B)(4). Based on integra¿s medical affairs insight, csf leak is not an unexpected adverse event (ae) as stated in the IFU. Csf leak with or without a collection is a known ae associated with incidental durotomy in spinal surgery. Diabetes is a known risk factor for csf leak. According to the device history record review and the medical affairs insight, the condition is not confirmed to be related to dural regeneration matrix product, catalog dp1033.